Manufacturer narrative:
Upon receipt, the lead under complaint was found fragmented. Four parts of the lead were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of noise which led to shock delivery as reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. During further investigation the lead demonstrated multiple deformations of the inner coil as well as of the ring electrode and shock coil. These damages most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Ous MDR - the patient was hospitalized due to shock therapy being delivered. Noise was noted since (B)(6) 2016 and then 46 episodes of inappropriate shock occurred on (B)(6). Therapy was turned off and two days later a revision occurred. The ICD was checked prior to the operation. Decreased lead impedance as well as increased threshold were observed. Failure to pace was noted. About 1000 vg detections were recorded. The x-ray did not show anything unusual. When this lead was disconnected from the device and measured with a psa, noise was observed. Removal of this lead was difficult. The lead was cut and a snare catheter was used. No other adverse patient side effects were reported.